Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). Technical services (ts) recommended bringing this patient into the clinic to assess. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.